Event description:
It is reported a user experienced an electrical shock when using a mu-1, 100v maintenance unit set. The user reported experiencing tingling in her hands, feet, and the top of her head. The user was sent to the emergency room (ER) for medical evaluation. No specific information was provided regarding any interventions provided in the ER. The user's symptoms have since resolved, and her current condition is good.